Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib and ffb software nodes were erased and reloaded. The system configuration files were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed several errors and failed to boot up. No patient serious injury or death was reported related to this event.